Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump was programmed with correct time and date. Insulin pump was programmed and monitored for 1 day. All bolus delivered during testing were properly recorded at the bolus and daily totals history screen. No history anomalies were noted. However, several alarms found at the alarm history file. The alarms were due to a corrupted history file. Insulin pump was received with cracked case at battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had problems with the insulin not going in the body. Customer's blood glucose level was 347 mg/dl. Customer treated with a manual injection. Troubleshooting was performed and the insulin did exiting the tubing. Customer did not find a leak or air in the tubing. Time and date settings were correct. No boluses were found for today in the bolus history. Customer's husband stated that it is in the history but the date is incorrect. Inaccurate bolus history was verified. Customer thinks that they might have accidentally changed something in the settings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.